Event description:
It was reported that the insulin pump went blank after counting down, and after the date and time reset, the device alarmed battery out limit. The blood glucose reading was in the 200 mg/dl range, which was higher than normal. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.